Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm product condition. The caller reported that her daughter smelled insulin when the device was removed and observed that the cannula had pulled out of the insertion site. This would interrupt insulin delivery and contribute to high blood glucose. No product number was specified so no qualification record review could be performed. The omnipod user's guide warns "check often to made sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery," and "if your reading is above 500 mg/dl, the pdm displays 'high check for ketones!' This indicates severe hyperglycemia (high blood glucose)." It advises that if the cannula has dislodged "deactivate and remove used pod. Apply a new pod in a different location. Avoid sites near a waistband, belt, or other areas where friction may dislodge the cannula."

Event description:
Customer's mother reported her daughter had an incident of "high" (>500 mg/dl) blood glucose a "couple of months ago". When the device was removed, the cannula was pulled and she could smell insulin.